Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd vacutainer® had the stopper pull out of the tube in the holder. The following information was provided by the initial reporter: "it was reported customer experienced difficulty to detach vacutainer. (B)(6) / manufacturer code/model: 386808 / ER. Date of incident (yyyy-mm-dd): (B)(6) 2020. Unable to collect blood from a patient #18f IV start. Difficult to detach vacutainer from IV cath."